Manufacturer narrative:
This is the same event as 3010536692-2015-00781.

Event description:
Allegedly, patient was revised due to pain; pseudomembrane and caseous looking fluid encountered intraoperatively. (Left).